Event description:
The following has been reported: during internal testing, it was found that when the primary is infusing with </= 1 ml remaining, the secondary's back prime alert is dismissed yet the back prime button remains enabled. Preliminary review of logs show that the issue results in the back prime secondary button remaining enabled, which in turn results in an additional mechanism to cause a scenario where the lvp can look like it is in kvo when it is paused. Further investigation was performed. The issue is that the lvp allows user to enter a state where the lvp will appear to be in kvo, where in reality, it is paused. After a short period of time, a fail stop alarm is annunciated causing an insufficient infusate condition. This was found to be due to a software anomaly. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024 fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.